Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime/a33, and excessive no delivery test; no excessive no delivery alarm noted. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked on the display window and stained end cap sticker noted.

Event description:
It was reported the customer received a no delivery alarm while filling their tubing. The customer's blood glucose was 137 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was found the insulin pump alarmed no delivery with a manual prime. The customer was advised their insulin pump needed to be replaced. No additional information provided.